Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device investigation. The following sections of this report have been updated: additional information added to b7, corrected h.6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The torn esheath+ liner was unable to be confirmed due to unavailability of returned device/applicable imagery. The technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. In this case, patient had presence of tortuosity, which can create sub-optimal angles, leading to non-axial alignment in the advancement and retrieval of the delivery system. The delivery system or balloon catheter can potentially catch on to the tip or liner of the sheath and create tip damage or liner tears upon removal. As such, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device discarded at the hospital.

Event description:
As reported by our edwards lifesciences japanese affiliate through the japanese tavi registry, during a transfemoral transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia valve, it was observed that the liner of the 14 fr esheath+ was damaged. Blood leaked from the tear when the sheath was removed from the patient. The patient received a transfusion of two units of red cell concentrate.